Event description:
It was reported that the tip was bent. The lead was not used. This was reported during the implant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): bent tip, and blood noted on lead; full lead returned and analyzed.